Event description:
Revision of distal femoral mets as femoral stem was loose.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur, femoral stem was reported. The event was confirmed via evaluation of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: the x-ray provided showed lucencies about the femoral component as well as completely around the stem indicating loss of fixation of the femoral component in this construct. Loosening of a femoral component in a cemented distal femoral replacing hinged tka is confirmed the root cause of this mechanical complication is not able to be determined from the limited information provided. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the femoral stem. A review of the provided medical records by a clinical consultant indicated: "loosening of a femoral component in a cemented distal femoral replacing hinged tka is confirmed. The root cause of this mechanical complication is not able to be determined from the limited information provided. " no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.